Event description:
Customer reported that paramedics were called to respong to low blood glucose levels. Customer was not hospitalized. During troubleshooting it was discovered that customer had delivered a square wave bolus for lunch and shrtly later delivered another dual bolus with active insulin already in system. Dual and square bolus feature was explained to customer and bolus wizard feature was recommended.